Event description:
It was reported that a precision twist transvaginal anchor system was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was implanted on either (B)(6) 2006 or (B)(6) 2008. A second physician was reported with this event; is unknown who completed the procedure: dr. (B)(6).